Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in impedances to high levels, as well as noise manifesting in the form of increased sensing integrity counter (sic). A lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in impedances to high levels, as well as noise manifesting in the form of increased sensing integrity counter (sic). The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.